Event description:
On 12/16/94 an aus device was implanted. On 5/3/95 the balloon was revised. On 3/15/96 the cuff and balloon were revised. On 9/25/96 a tandem cuff was implanted due to recurring incontinence. No components were removed or replaced.